Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 about 11pm-12am. The patient reported obtaining blood glucose results of ''over 600 mg/dl'' with the subject meter. The patient manages her diabetes with a combination of medication (types/ amounts not specified). Prior to the alleged issue, the patient claims she felt symptoms of nausea and other symptoms she ''cannot describe.'' At the time of the alleged issue, the patient reportedly took an increased dose of humalog insulin (12 units). About 3 hours later, the patient allegedly was woken up by emergency medical services (ems) and was administered intravenous (IV) glucose as treatment. The patient was tested on the ems meter but did not specify results obtained. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, administered treatment based on the alleged results and reportedly developed symptoms suggestive of a serious injury which resulted in medical intervention from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.